Event description:
In 2/2005 a lab operator reported that there was an incendiary event with the trugene long-read tower sequencer. The fire was extinguished immediately. The tower was taken out of use and no one was injured. In addition, there were no results reported from this unit during or after the event. Both the long-read tower sequencer and the buffer chamber (a component of the instrument, also available as a separate unit) were returned for eval. The long-read tower sequencer (including the buffer chamber component) is used as part of the opengene dna sequencing system as part of bayer healthcare trugene hiv-1 genotyping kit and opengene dna sequencing system. Customers will be instructed to inspect their buffer chambers periodically for signs of corrosion and if they present signs of corrosion they will be taken out of service.